Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and noticed that there was no communication between the analyzer and the personal computer (pc). The fse checked the back of the instrument and the customer notified the fse that they had noticed a burning smell. The fse removed the side cover of the analyzer and found burn marks on the analyzer's printed circuit board (pcb). The fse ordered and replaced the pcb and verified the repair as per established procedures. The customer then ran calibrations and quality control (qc) without any further issues. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported receiving communication-related errors from the beckman coulter au640 clinical chemistry analyzer. A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the telephone and advised the customer to reboot the analyzer to see if the errors would clear. The customer stated that the alarms re-appeared after the reboot. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.